Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. It was unknown if the patient was treated for the event. At the time of this report, the patient outcome was not reported. On an unreported date, the patient's pd catheter was removed. Current dialysis therapy modality was not reported. No additional information is available.